Event description:
Additional information received: a. What was the allegation against the femoral and insert? B. Please provide the product details of unknown bone cement c. How was the cement prepared for use? D. What equipment was used to prepare/mix the cement? E. What was the timing to mix and the time between mixing and setting? F. What equipment was used to deliver the cement? G. Was the product available for return? Answers: a. No allegation was made against any component. The insert is attached to the tray and has to be removed to remove the tray. The femur, while well fixed, could not be used with revision components which was the surgeon's intention, so it was removed b all known details were noted in previous submission. C. Surgeon routinely has cemented mixed by hand in a basin with a tongue depressor. D. See "c" e. Unknown, until mixed??? F. Tongue depressor directly to components, and hand packed into bone after pulsed lavage and drying g. No.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d4 (lot, UDI), g4 and h4 d1, d2, d4 (catalog) and g1.

Manufacturer narrative:
Product complaint # : (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with loosening of tibial component at bone to cement interface and significant collapse of tibial prosthesis. Patient had same issue on the opposite knee. Surgeon believes patient has insufficient bone stock to support std prosthesis. Tibial and femoral revision takes place successfully and no patient harm occurs. Doi- (B)(6) 2019. Dor- (B)(6) 2023.